Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during procedure, scissoring occurred from the first firing. The clips scissored. The procedure was a laparoscopic left hemicolectomy. Attempted to use device on the inferior mesenteric artery but could not. The device was not used for the patient, so no target tissue was damaged. The procedure was not converted to an open procedure. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.